Event description:
Product analysis was completed on the flashcard and handheld on 03/18/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that two programming systems were attempted to be used for device interrogation on the patient. It was reported that a demo generator was successfully interrogated within seconds of trying both programming systems within seconds of attempting interrogation on the patient's device. It was reported that the patient's generator was unable to be interrogated due to battery depletion. Handheld and flashcard received on 02/18/2015. Analysis is underway, but has not been completed to date.

Event description:
Initially, it was reported that the physician's wand would not program patient's devices and that the wand light would not illuminate. The physician changed the battery in the wand which did not resolve the issue. The physician was provided a new programming wand and later reported that this did not resolve the issue. The physician was then provided a new programming tablet. The wand and handheld have not been received for analysis to date.